Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the duodenovideoscope air/water channel was clogged and won¿t pass in the medivator. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of clogged channel was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the foreign material was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. There were no defects with the subject device that affected the suggested event found. Olympus will continue to monitor field performance for this device.